Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced intermittent ventricular undersensing due to suspected loss of electrode contact. The patient will continue to be monitored.